Event description:
The patient's father conveyed that his son experienced a separation of his infusion set tubing. The patient then stated that his infusion set tubing separated at the luer lock connection. He stated that the separation of the tubing on the morning of 2007, was the most recent occurrence. He stated that it can "just happen whenever," but he did not provide further details related when he may have experienced a similar separation previously. He noticed the separation during a routine inspection of his system. He stated that he has observed separations after 2-3 days of use. When he noticed the separation this morning, his blood glucose value was 12 mmol/l (216 mg/dl). His father reported that his recommended blood glucose range was 5-7 mmol/l (90-126) mg/dl). He reported that the situation was corrected by replacing his infusion set and administering a bolus of insulin using his infusion device. The patient's father stated that he did not remember receiving the recall notification. He was provided with the notification letter and was educated about the recall. The product was disposed of, thus the lot number of the product was not available and no product was available to be returned for evaluation. The patient did not require medical assistance from a healthcare professional or second party to address the issue.

Manufacturer narrative:
No product will be returned for evaluation.